Event description:
The customer contacted philips for a part number for the ac power module. They reported that the "ac module is not keeping a charge." There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.